Manufacturer narrative:
Product was discarded and can no longer be returned.

Event description:
It was reported the patient received the following results within 15 minutes: 334 mg/dl, 240 mg/dl, 151 mg/dl, 143 mg/dl, and 128 mg/dl.